Manufacturer narrative:
On 29 september 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: breakage of the tip during screw insertion. Breakage can occur in case of high insertion torque, typically related to large diameter screws (>6mm), long screws (>60mm) and/or hard bone (e.g. Sacral bone, sclerotic bone). In such cases, bone tapping is recommended in the surgical technique. In this case, no information is provided about screw size and procedure. In any case, if the surgeon perceives the high torque during the insertion, he should remove the screw and tap further in deep before repositioning the screw. The tip material and geometry is proven to withstand up to 9nm torque, which is a significant force for a pedicle screw insertion (note: 9nm is also the final tightening torque for the setscrew, that needs a t-handle and a countertorque to be applied.) - the strength of the tip of the screwdriver is driven by the dimensions (hexalobe t20) and the material (aisi x15-tn) which are comparable to predicate devices. Geometrical features are driven by the implant design and are equivalent to similar products in the market. The material is among the strongest materials for such application in terms of strength and hardness. However, a new project is ongoing to develop a new concept screwdriver that overcomes the limitation of the current one, to increase in particular the torsion strength. The instrument set always includes a second pedicle screwdriver, and another "simple" screwdriver to complete the surgery in case of breakage. Batch review performed on 05 october 2017. Lot 1654936: (B)(4) items manufactured and released on 13 march 2017. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot.

Event description:
The tip of the instrument was broken during the tighting of the screw. A back-up instrument was used to complete the surgery successfully. No delay, no patient harm. Small pieces were detached from the instrument.